Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, t-nut loose, adhesive on the bending section cover discoloration, u/d knob ou of standard due to wear of angle wire, right/left knob out of standard, and universal cord buckling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope is leaking. The event occurred during preparation for use. During a standard service inspection of the customer returned device, the acoustic lens surface was damaged. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon could not be determined. This information is addressed in the instructions for use (IFU): do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Olympus will continue to monitor the field performance of this device.